Event description:
Two nurses tried to prep the pump for administration for a patient, yet the medication did not flow from the pump due to a large air bubble, a pharmacist with experience with the on q-pump then tried to trouble shoot for what had worked for him, decreasing the air bubble yet after that the device still did not work afterwards. Is the product compounded: no. Is the product over-the-counter: no. The result of this error led to a one hour delay in patient's therapy.